Event description:
New information received indicates that the lead was replaced. The patient was in good condition post-procedure.

Event description:
It was reported that the patient received inappropriate shocks due to noise. No lead anomalies were noted on fluoroscopy. Further testing to evaluate the noise was recommended. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.